Manufacturer narrative:
Other concomitant devices used: catalog #00434904003, tm reverse shoulder poly liner, lot #61585922; catalog #00434904011, tm reverse shoulder glenosphere, lot #62480093; catalog #00434901500, tm reverse shoulder glenoid base plate, lot #62349778. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing drainage of fluid at the incision site.

Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. Review of device history records indicates the device was manufactured to specifications with no deviations to the standard manufacturing process. This device is used for treatment. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified components caused any patient infection. The investigation could not identify or verify any evidence of product contribution to the reported problem. Based on the available information, root cause could not be determined and the need for corrective action is not indicated.